Manufacturer narrative:
Received one used. List #011-am6118, proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer; lot #13477619. The used 011-am6118 extension set assembly was pressure leak tested, and during setup the bonded connections at the distal end of the manifold was confirmed to come apart during connection manipulation. No leakage was observed except where there were disconnections. The probable cause of the bonded component disconnect and subsequent leakage is insufficient solvent coverage during manual assembly. The device history review (DHR) for lot 13477619 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint. D9 device returned to manufacturer on 8/9/2023. Updated information in g1.

Manufacturer narrative:
The device is available for evaluation, however has not been received.

Event description:
The event involved a proximale - 28 cm (11") smallbore ext set w/6-port nanoclave® manifold, check valve, nanoclave® (red rings), rotating luer, reporting an incident of valve leakage of an unspecified hazardous or chemotherapy agent. The leak occurred at the level of the junction between the manifold and extension. There was a delay in therapy and patient involvment, however no report of patient harm. This captures the second of two occurrences.